Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer attempted to follow up with the site, but no further information was received, despite manufacturers multiple attempts of follow up. Based on the limited information available, the definitive root cause of the event cannot be established at this time. However, form the document review performed; no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
Manufacturer was informed of the following event through device tracking department. Based on the information on the patient registration form, a carbomedics top hat valve s5-027 was implanted and explanted intra-operatively on (B)(6) 2024. Based on the information available, another s5-027 was ultimately implanted in the patient. No allegation of a device malfunction nor serious injury has been received from the site regarding this event.